Event description:
The caller contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice (hc), during last fill. The home patient (hp) had called the nurse about the alarm and the nurse had the hp replace the heater bag with another bag. The technical service representative (tsr) assisted to end therapy and the hp would finish with a manual exchange. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Baxter product surveillance contacted the home patient on (B)(4) /2012. She stated that after starting over with new supplies, therapy went well. She did not notice anything unusual about her supplies and she did not recall the lot number. She stated that the tsr had reviewed proper procedures with her, and she understood that she should not replace individual parts of the set up during therapy as it is a contamination risk. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.